Event description:
The following event was reported to implantcast gmbh: "broken/ torn". Note: it is known that the event occurred intraoperatively. However, according to the available information, it had no adverse impact on the patient, the user or third parties. It is not known how exactly the surgery was finished (e.g., if it was finished with the affected instrument or if an alternative product was used instead). Two impactors for cup insert were reported with the same event description. Both will be investigated within this report (3012523063-2025-00068 for size 32 and 3012523063-2025-00069 for size 36). It is not clear whether the events with the products occurred during the same surgery or independent surgeries.

Manufacturer narrative:
According to the description of the event, two impactors for cup insert were broken/ torn. It is not clear whether the events with the products occurred during the same surgery or independent surgeries. Neither the products in question, nor photos of them were provided for further investigation. Therefore, it cannot be determined without a doubt where exactly the products are broken. It is known that the incident happened intraoperatively. However, there was no health impact on patients, users, or third parties. It is not known how exactly the surgery was finished (e.g., if it was finished with the affected instrument or if an alternative product was used instead). Based on the available information, no failure of the design or during the manufacturing of the products could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the impactors for cup insert. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The products are in use for 5 respectively 8 years. The event was assigned to the error pattern "break of the instrument" in the associated risk management.

Manufacturer narrative:
According to the description of the event, two impactors for cup insert were broken/ torn. It is not clear whether the events with the products occurred during the same surgery or independent surgeries. The affected products have been provided to implantcast gmbh for optical investigation. It is known that the incident happened intraoperatively. However, there was no health impact on patients, users, or third parties. It is not known how exactly the surgery was finished (e.g., if it was finished with the affected instrument or if an alternative product was used instead). Based on the available information, no failure of the design or during the manufacturing of the products could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the impactors for cup insert. The instruments are made of polymer and might have been weakened by temperature changes during multiple sterilization cycles before ultimately breaking under influence of high forces during intended use. A further potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The products are in use for 5 respectively 8 years. The event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "broken/ torn." Note: it is known that the event occurred intraoperatively. However, according to the available information, it had no adverse impact on the patient, the user or third parties. It is not known how exactly the surgery was finished (e.g., if it was finished with the affected instrument or if an alternative product was used instead). Two impactors for cup insert were reported with the same event description. Both will be investigated within this report (3012523063-2025-00068 for size 32 and 3012523063-2025-00069 for size 36). It is not clear whether the events with the products occurred during the same surgery or independent surgeries. Follow-up: implantcast gmbh was provided with the affected products on (B)(6) 2025.